Manufacturer narrative:
Sensor 0m000ghf794 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned, therefore adc is unable to further test the returned product. No malfunction or product deficiency was identified. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 4 days of wear. On 17-jun-2021, as a result, the customer had unspecified symptoms of hypoglycemia and was provided sugar by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 4 days of wear. On (B)(6) 2021, as a result, the customer had unspecified symptoms of hypoglycemia and was provided sugar by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.